Event description:
Baxter anti-siphon pca combination set, reorder number 2l3509 - mfg date 99/6. This product has been leaking while in the pump and thus medication is not being delivered correctly to the pt, if at all. They have no way of measuring how much leakage is actually occurring. This leakage has occurred on more than three occasions in the last three weeks.